Manufacturer narrative:
Subject device was not implanted or explanted. The investigation could not be completed. No conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
A device report received from (B)(6) indicated: a clinic in (B)(6) reported during a procedure, the 2.5mm hex screwdriver-long was used to tighten a cross link. The tip of the driver broke off in the screw head and remains embedded in the head of the cross link grub screw. Surgeon did not retrieve the piece, remains in the patient. The procedure was completed.